Event description:
After insertion of the balloon, 1st inflation attempted and the balloon was noted to be in two pieces. Pt complained of chest pain. Bp 150/90 to 110/60. Number 4 microsnare used to retrieve balloon. IV fluids given. Iabp insertion.